Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tass; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a surgery the patient was experienced with toxic anterior segment syndrome like endophthalmitis. The procedure details was not provided. Additional information has been requested. Additional information received it indicated the event occurred following cataract procedure. The patient was recovered by using topical steroids and antibiotics. The bacterial test was not performed.